Event description:
It was reported that patient's device was at low battery and high impedance was seen upon diagnostic testing. The device was disabled, and x-rays were referred. Physician is going to evaluate how well patient does with only deep brain stimulation device active and vns disabled. If there is an increase in seizures seen with this scenario, the physician will send patient for a full revision. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.